Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, a dissection of the vessel was noticed. The physician inserted the aspiration catheter into the patient through the guide catheter. The physician performed aspiration on the patient's vessel. The physician attempted to remove the aspiration catheter from the patient and had difficulty removing the device, the wire lumen portion of the aspiration catheter peeled away. The physician then noticed that there was a small dissection of the vessel. The physician successfully placed a stent over the dissection. The patient is reported to be fine. The physician commented that he was not clear of which device may have caused the dissection of the vessel.